Event description:
Mesh was implanted in 2005. Pt began experiencing pain and being unable to sit in 2007. Pt stated it feels like a rock in his side. Mesh explanted in 2008.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.